Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc1avr1-delsys] (serial: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg) the tether got caught on the temporary pacing lead. The delivery system was pulled back into right atrium post deployment. Flushing was done. The tether was flossed to see if any tension before cutting the tether. After ten centimeter the tether would not come out anymore. The tether was cut and was flushed again, but the tether could not be retracted. The device was tried to be captured (despite the tether cut) with the delivery system for a number of minutes but  could not. The delivery system had tether doubled over and knotted on observation. The device and the delivery system was attempted, not used and was replaced. No patient complications have been reported as a result of this event.